Manufacturer narrative:
(B)(4). The finderwirz guide wire system device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number for the device was not reported or able to be subsequently ascertained.

Event description:
It was reported that on (B)(6) 2020 a (B)(6)-year-old-female patient underwent a lariat procedure. During the case, the physician encountered a very tight pericardial access pathway. There was difficulty getting the findrwirz to connect, despite using the lariat and softtip to direct the epicardial wire. The epicardial wire continually deflected medially. At this point, the case was aborted and as the physician was removing the lariat and epicardial wire from the softtip, he noticed some bleeding from the softtip. Tee showed a very small effusion, he immediately placed a pericardial drain and began to withdraw blood from the pericardium. Hemodynamics remained stable, but bleeding within the pericardium continued. A combination of blood and crystalloids were administered and approximately 800 cc were auto-transfused back into the patient. Approximately 10-15 minutes after the administration of the clotting factor, a decision to open the patient's chest was made because the bleeding continued. A perforation of the right ventricle was discovered and repaired. The patient was stable post-procedure. This was a procedural complication. There was no reported device malfunction.